Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous right coronary artery (rca). After placement of a balanced middle weight (bmw) guide wire, pre-dilatation was performed with a 2.5x28mm trek balloon dilatation catheter (bdc). The 3.5x28mm xience xpedition stent delivery system (sds) was advanced; however, the sds failed to cross the lesion due to interactions with the patient's anatomy and became caught in the calcification in the vessel. Force was applied to remove the sds, and the stent implant dislodged. The dislodged stent implant was successfully retrieved using an unspecified snare device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. Additional pre-dilatation was performed using a 3.5x28mm trek bdc and another 3.5x28mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.